Event description:
It was reported that when the safety device was removed after the injection, the bd autoshield¿ duo safety pen needle remained fixed onto the pen. The following information was provided by the initial reporter, translated from french to english: "insulin injected with needle pen and needle available in the service. When the safety needle was removed, the needle alone remained fixed on the pen."

Manufacturer narrative:
H.6. Investigation summary: two photos were returned from an unknown lot. No., cat. No. 329605. Visual examination of the returned photos was carried out and a bent patient end of cannula was observed in a pen. The cannula had come out of the autoshield duo part. No DHR review can be carried out as lot number is unknown. Conclusion: based on the photos returned and the fact no sample was returned for investigation, this cannot be confirmed to be manufacturing related. H3 other text : see section h.10.

Event description:
It was reported that when the safety device was removed after the injection, the bd autoshield¿ duo safety pen needle remained fixed onto the pen. The following information was provided by the initial reporter, translated from french to english: "insulin injected with needle pen and needle available in the service. When the safety needle was removed, the needle alone remained fixed on the pen."

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when the safety device was removed after the injection, the bd autoshield¿ duo safety pen needle remained fixed onto the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: "insulin injected with needle pen and needle available in the service. When the safety needle was removed, the needle alone remained fixed on the pen."